Manufacturer narrative:
A review of our service records found that a functional check of the injector was performed on (B)(4), 2006. At the time of the service call, the customer did not mention the extravasation event. The injector was performing to medrad specification.

Event description:
On (B)(6), 2011, the site reported the following limited information to us: on (B)(6), 2006, a patient with an admitting diagnosis of chest pain was undergoing a CT scan of the chest. An extravasation reportedly occurred. The patient developed compartmental syndrome requiring surgical repair and physical therapy.